Event description:
It was reported to philips that the wireless footswitch was unable to connect wirelessly. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation, it was identified that the wireless foot switch (wfs) was not charging. According to additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) connected with the customer remotely and was informed that the wireless foot switch (wfs) charger was defective, preventing the wfs from charging. A new charger for the wfs was ordered/shipped to the customer. No onsite service was performed by philips. Further analysis of the replaced wfs charger was not performed, as the replaced component is not available. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred without patient involvement and was identifiable prior to procedure commencement. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on a re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.